Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/16/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample broken into sections of product code w9561 was received for evaluation, the product code is double-armed, the swage and attachment area of the two needles was noted to be as expected, the suture pieces were observed with stress and the suture ends were cut appears to be by use of the surgical instrument. The product code w9561 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The condition of the sample received indicates improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Has this issue been recurrently? Was more than one procedure affected? If only one procedure was affected please confirm the quantity of devices involved. Procedure name? If there were multiple procedures involved, please specify the quantity of devices involved during each procedure. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the thread cut off. No adverse patient consequences were reported. Additional information was requested.